Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote emitted an error 1 warning while downloading the device history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter remote has been returned, and it was evaluated by product analysis on 07/10/2015 with the following findings: an error 1 (sub-code 5) occurred immediately when the meter was powered on: the reported issue was duplicated. The meter remote could not be successfully paired with the pump due to the inability to clear the error 1. Animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.